Event description:
This has been an ongoing problem with the dexcom g7. The canula pops through the top of the dexcom instead of going under the skin. Three out of the 6 recently used had this problem and it was a problem since I started using dexcom g7. The readings have been off by 100 points at times. When calling dexcom they put you through a list of questions and then many times request you send it back while you wait 7 to 10 days to get a new one that may or may not work. I had three in one day, two failed to work. It causes soreness when applied. I am currently trying the second one tonight and it doesn't appear it is going to work and it was a replacement dexcom g7. They have poor quality control issues and when not reading bs properly can cause my pump to administer too much insulin or not enough leading to serious long term issues that it is supposed to be correcting. They take no responsibility for these failures. Pt code: 1994. Device codes: 2907, 1535. Ref reports: mw5181773, mw5181774, mw5181775.